Event description:
The advocate stated the customer's glucose was tested using her breeze2 meter and the reading was 346 mg/dl. Her glucose was retested using another meter and that reading was 146 mg/dl. No adverse events were alleged. The advocate was advised to return the customer's test strips for evaluation. Replacement strips were sent to the customer.